Event description:
It was reported that the when the device is being used with esu both monitors go blank. No patient injuries or delay were reported. Back-up device was available to complete the surgery. As per customer response the visibility was lost while in the patient.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of live video output malfunction while using an esu could not be reproduced. Product passed functional testing including power cycling during 4 hour burn-in. Control unit had no live video output malfunction while using an esu set at highest level of output rf power for 2 minutes. Live video output was constant during functional testing. All live video outputs (composite, s-video, hd-sdi, etc...) Normal. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Corrected event description.

Event description:
It was reported that during a lap case when the device is being used with esu both monitors go blank. No patient injuries or delay were reported. Back-up device was available to complete the surgery. As per customer response the visibility was lost while in the patient.